Event description:
Upon follow up, additional information was received updating this event. The implant was removed due to a screw fracture which caused gum tissue overgrowth over the implant and implant removal. Updated event description: it was reported that the patient returned to the clinic for the uncover of the implant at tooth site #20. The patient stated that the crown broke off and gum tissue grew over the implant. Mainly the retention screw fractured off into the implant requiring implant removal. Based on this new information, the implant was removed due to the screw fracture, not infection. Therefore, this report is being submitted to retract the initial report for the implant, MFR report number that was submitted on january 7, 2026 and has been submitted via the screw under MFR report number 0001038806-2026-00187 that was submitted on january 12, 2026.

Manufacturer narrative:
This report is being submitted to relay corrected data and additional information. Correction: new information was received updating the event description indicating that the implant was removed due to the screw fracture, not infection. This report is being submitted to retract the initial report for the implant, MFR report number that was submitted on january 7, 2026 and has been submitted via the screw under MFR report number 0001038806-2026-00187 that was submitted on january 12, 2026. All details and information regarding this event will be documented and processed under MFR report number 0001038806-2026-00187 and no additional reports will be submitted under MFR report number. The following sections are being reported: b4: date of this report was updated. B5: event description was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H10: narrative/data was updated.

Event description:
It was reported that the patient presented for evaluation of their crown that broke off of the the implant at tooth site #20. The implant was removed due to infection.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: weight unknown / not provided. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.